Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak under the modular chemistry (mc) side of the unicel dxc 600 synchron clinical system. The customer did not know the source of the leak. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) had the customer check the water connection and customer noted that it was connected properly. Cts generated a service request. A field service engineer (fse) went on-site and was unable to drain ise (ion-selective electrode) waste. Fse then replaced ise waste drain and then ran calibration and controls which met specifications. Fse then verified repair per established procedures and results met published performance specifications. The leaking issue was resolved. (B)(4).